Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was experiencing high blood glucose of 600 mg/dl due to no delivery alarms on the insulin pump. Customer changed the entire set but the device continues to alarm. Troubleshooting was performed and the device alarmed no delivery when a fixed prime alarm occurred in the no delivery. Customer then fixed the issues by disconnecting and reconnecting tubing and infusion tube. Customer was performing a manual prime when the call was disconnected. The device is not returning for analysis.